Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for an alleged pump error 15 alarm and pump error 4 alarm found on june 13, 2021. Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08675 inches. However, pump error 63 alarm during self test. No unexpected pump 15 alarm and pump error 4 alarm noted during the testing. Successfully downloaded history files and traces using thus. Pump error 15 alarm (linenumber = 213 ; filenumber = 30) and pump error 4 alarm were found in the formatted history file on 06/13/2021 15:00:21.000, 06/13/2021 15:00:23.000 and 06/13/2021 15:53:24.000. Pump error 15 alarm (linenumber = 213 ; filenumber = 30) and pump error 4 alarm were due to software error. The keypad overlay was removed to perform visual inspection and found a broken trace on u1 keypad assembly. Pump error 63 alarm (variableinfo = 03) was recorded and found in the formatted history file on 04/07/2022 09:10:41.000 due to a broken trace on u1 keypad assembly. Device was cut open to perform visual inspection and found corrosion on the electronic assembly. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a end cap address label missing. A cracked retainer was confirmed. Pump error 63 alarm was confirmed. Pump error 63 alarm during self test due to broken trace on u1 keypad assembly. Pump error 15 alarm and pump error 4 alarm were confirmed due to software error. During visual inspection, corrosion was found on the electronic assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. The customer stated they were able to clear the alarm and able to complete rewind process. Customer reported that insulin pump again had pump error alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.